Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia, malaise, headache and chest pain. Blood glucose value at the time of hyperglycemia event was 411 mg/dl. The customer reported hyperglycemia was treated with insulin IV and visit to the emergency room. Also customer had reported that the pump was not delivering insulin. The event involved product(s) mmt-1884, mmt-326a, and mmt-397a. Troubleshooting was performed. The customer had been using the insulin pump system within 48 hours of the reported event and the auto mode/smart guard feature was not active at the time of the event. No further patient complications were reported. Mmt-1884 was requested and customer response was the device will be returned. No product return is required for mmt-326a, and mmt-397a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.